Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 1 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore, a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 1. The cg stated the home patient (hp) disconnected during dwell and reconnected, but hc was already in drain 1. The technical service representative (tsr) explained the hp can disconnect during dwell, but has to reconnect before dwell time ends. The tsr explained se 2240 indicates large amount of air has entered cassette and advised the cg to cycle power to clear the alarm. The cg stated she did not have manual supplies, so elected to end therapy. The tsr advised the cg to inform the peritoneal dialysis nurse (pdrn) of the alarm and any missed therapy. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with peritoneal dialysis nurse (pdn) who verified that the patient did not develop any type of symptoms as a result of this incident. There was no patient injury or medical intervention. The pdn stated that the patient is fine and she had reviewed proper procedure. The pdn advised that the patient finished the box of supplies with no further issues.